Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01722 this report is being submitted as additional information. Approximate age of device (age of device: 3 years, 4 months, 16 days). The reported pump stops and hazard alarms were confirmed through the review of the log files submitted by the account. However, no damage was identified through the examination of the distal end of the patient's driveline. The patient remains ongoing on heartmate ii lvas and no related complaints have been reported at this time. The hmii lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The hmii lvas IFU also provides information regarding pump speed, power, flow, and pi and explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that during the patient¿s clinic visit low speed advisories and pump off events were observed in the event history. The patient denied doing anything but did state they felt lightheaded and dizzy. The submitted log file was reviewed by the manufacturer¿s technical services representative and pump stoppages were observed while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, the external portion of the driveline, approximately 5 inches from the exit site was replaced. After the driveline replacement, no issues occurred when the lvad was connected to the power module with a grounded power module patient cable.